Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue: ok button. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/16/2017. Device evaluation: the device has been returned and evaluated by product analysis on 07/19/2017 with the following findings: during investigation, the original complaint of the under responsive ok button as unable to be duplicated. The keypad was removed and there was no damage found to the button contacts or keypad flex cable. The pump was opened and there was no damage to the keypad connector or keypad flex cable. The keypad connector latch was secured.